Manufacturer narrative:
Additional information in b4, d4 (UDI), g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The returned device was evaluated. Visual inspection revealed the tulip head has disassembled from screw. The complaint is confirmed. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event.there was one non-conformance associated with a packaging error that was corrected. Therefore, the issue is not related to the reported failure. There were no other nonconformances or temporary deviations associated with this lot. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. Likely cause: the failure occurs in-situ after tightening the closure top onto the rod. When the closure top is tightened down onto the rod, the rod bottoms out on the top of the screw shank. This is intentional and serves to lock the position of the screw shank to the position of the screw head. This puts force onto the splines of the screw shank and the mating spines of the swivel. The force is enough to cause permanent deformation to the splines and the top of the screw shank.

Event description:
It was reported that during the procedure the surgeon elected to revise the screw position and removed it. The screw disassembled outside of the body. An alternate screw of the same size was used to complete the procedure. There were no reported surgical delays or patient harm.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during the procedure the surgeon elected to revise the screw position and removed it. The screw disassembled outside of the body. An alternate screw of the same size was used to complete the procedure. There were no reported surgical delays or patient harm.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the surgeon elected to revise the screw position and removed it. The screw disassembled outside of the body. An alternate screw of the same size was used to complete the procedure. There were no reported surgical delays or patient harm.